Event description:
It was reported that during a breast biopsy procedure, the device jaw broke at the end of the procedure. They used another like device to complete the case. There was no pt consequence.